Manufacturer narrative:
MDR 3003442380-2024-00601 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that on (B)(6) 2024, the patient inserted her infusion set before removing the needle guard. Her blood glucose level was around 6.5 mmol/l at the time of this event. Further, they replaced the infusion set and resumed insulin successfully. No further information available.